Event description:
It was reported that the p wave sensing (p-wave amplitude) had "changed from 2.8 [millivolts] - 0.18 [millivolts]," the cause unknown. It was further reported that no programming changes were made. The atrial lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.